Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abortion spontaneous ("a miscarriage / stillbirth") and pregnancy with contraceptive device ("a miscarriage / stillbirth") in an adult female patient who had essure (batch no. 740656) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test" and device ineffective "device ineffective". The patient's concurrent conditions included photophobia and tooth fracture. Concomitant products included nsaid's and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("persistent pelvic pain, pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In december 2010, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and menstrual disorder ("menstrual issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure treatment was not changed. At the time of the report, the pregnancy with contraceptive device, depression and abdominal pain outcome was unknown and the pelvic pain, menstrual disorder, vaginal haemorrhage, menorrhagia, anxiety, migraine, headache, dyspareunia and fatigue had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first and second trimesters. The pregnancy outcome was reported as stillbirth. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure. The reporter commented: 4 coils noted in the endometrial cavity. Have you had your essure (or any part of the device) removed? No. I do not have money and definite plans for removal at this time. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet received: depression and abdominal pain event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.